Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited oversensing, resulting in anti-tachycardia pacing (atp) and pacing inhibition for this pacemaker dependant patient. Boston scientific technical services (ts) reviewed the episode and noted that the rv lead was oversensing, but they did not know what it was oversensing. It was noted that the patient would be brought back for defibrillation threshold (dft) testing. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.